Event description:
A pt underwent a left total knee arthroplasty procedure which was performed in (B)(6) 2011. A quill #2 pdo tissue closure device was used for deep layer closure. The pt stated that she experienced poor wound healing issues with increased pain and that the incision had developed necrotic tissue along the incision line. The pt continued to experience these symptoms until (B)(6) 2011. In (B)(6) 2011, the pt underwent an incision and drainage procedure and the quill product was removed and replaced with an alternative suture product. Pt states that the layer of tissue closed with the quill product had dehisced. The pt was hospitalized and placed on IV antibiotics for treatment of infection.

Manufacturer narrative:
The item/lot code info was not provided. Therefore, the expiration date and mfg dates are unk. No samples were available for eval. Therefore, no testing can be performed. Method: the device was not available for eval. No product eval can be performed. Results/conclusion: the device was not returned for eval. No product eval can be performed. Without the finished good lot number, relevant portions of the device history records could not be reviewed. It's not certain if the technique or placement of the pdo material attributed to this event. However, a definitive conclusion can not be drawn at this time. A company rep will f/u with this pt to possibly obtain add'l info. Angiotech reference: (B)(4). Item# unk, quill knotless tissue closure device, #2 pdo, lot unk.